Event description:
The customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d9 product available to stryker of initial MDR indicates: outside united states service facility. Section d9 product available to stryker of initial MDR should indicate: no. Section h3 device evaluated by mfg of initial MDR indicates: yes. Section h3 device evaluated by mfg of initial MDR should indicate: no. Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The lid and battery were replaced to solve the reported issue. The device was subsequently returned to the customer for use. Section h11 additional mfg narrative of initial MDR should indicate: the customer's device was not returned to stryker for evaluation. The customer received a replacement lid and battery. A cause of the reported issue could not be determined. The MDR codes have been changed accordingly.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The lid and battery were replaced to solve the reported issue. The device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.